Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensing catheter did not work for insertion and the temperature probe did not read accurately. No patient harm reported. Product was not meeting clinical need for temperature monitoring.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tortuous anatomy (e.g. Enlarged prostate) ¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution : do not aspirate urine through drainage funnel wall. Aggressive traction, particularly in the presence of suturing is not recommended for 100% silicone balloon foley catheters. As with all temperature probes: in the presence of rf energy sources, local heating, temperature errors and probe damage occur. In medical use unplug the temperature sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 14fr. And larger (5cc balloon) : use 10cc sterile water do not exceed recommended capacities." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensing catheter did not work for insertion and the temperature probe did not read accurately. No patient harm reported. Product was not meeting clinical need for temperature monitoring. Per follow up via email on 16jan2024, it was reported that the product was used on a patient and the clinical team did not save any of the defective product,